Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 10 months post implant of this 27 mm mechanical valve, the valve was explanted and replaced with 25 mm bioprosthetic valve. The reason for the explant was not reported. During the same procedure, a tricuspid annuloplasty ring was also implanted. No additional adverse patient effects were reported.